Manufacturer narrative:
The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp via the right femoral artery for mechanical circulatory support. It was reported that minutes after implanting the impella cp, there was an alarm that stated placement signal not reliable. It was reported that there were no issues with the pump flow during the surgical case. It was noted that the alarm self-resolved and there were no further issues with the placement waveform. The pump position was confirmed with echocardiography. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.